Manufacturer narrative:
G4: 18may2020. B4: 19may2020. The biomedical engineer states that the unit was not in use on patient. The issue was discovered prior to patient use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 02/10/2020.

Event description:
The customer reported that the touch screen will not pass calibration. The customer contacted product support, who advised the customer that their unit is not affected by field change orders. Product support advised the customer to replace the touchscreen. Product support provided the customer the part ID for the user interface assembly.

Manufacturer narrative:
G4: 19apr2020. B4: 21apr2020. The biomedical ordered a user interface (ui) to address the reported issue. Per biomedical engineer the issue is already been resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.